Event description:
It was reported that high impedance greater than 10,000 ohms was seen after a system diagnostic test was performed. The patient was referred to a surgeon for consultation regarding the high impedance event. No known surgical intervention has occurred to date to address the high impedance event. No other relevant information has been received to date.